Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with insulin. Additionally, it was reported that the insulin gauge was intermittently inaccurate. Reportedly, the cartridge was loaded the night before and the cartridge had 0 units of insulin left in the morning. There was no reported impact to customer¿s blood glucose. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.